Manufacturer narrative:
(B)(4). A visual and dimensional inspection of the product involved in the complaint could not be conducted since the product or a picture was not provided. A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. However, current inventory samples of catalog number 1041 mask, medium conc, elong, adult, lot# 74l1500008 were tested and no issues were found than can lead to the condition reported by the customer. The device history record review for the reported lot number showed no issues or discrepancies that could potentially be related to the reported complaint. The DHR shows that the product was assembled and inspected according to specifications. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved in the incident. Customer complaint cannot be confirmed based only on the information provided. If device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the tube disconnected from the mask during use. The customer also indicates that when trying to re-attach the tube to the mask, the tube was too loose and would not fit onto the mask. No patient injury reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the female tubing adaptor had disconnected from the grommet. The oxygen supply tubing was securely bonded to the female tubing adaptor. Dimensional analysis of the female tubing adaptor and grommet was performed and they were found to be within specification. Based on the investigation performed, the reported complaint was confirmed. Although the complaint was confirmed, a root cause could not be determined. The investigation will continue with input from manufacturing. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause could not be established.

Event description:
The customer alleges that the tube disconnected from the mask during use. The customer also indicates that when trying to re-attach the tube to the mask, the tube was too loose and would not fit onto the mask. No patient injury reported.